Manufacturer narrative:
Continuation of d10: product ID 8578 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 26-aug-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative (rep) regarding a patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The company rep reported that she assisted with a routine pump replacement and during this the surgeon was unable to aspirate much fluid from the catheter access port (cap)/catheter. The company rep stated the doctor was concerned and he revised the catheter implanting a new proximal /pump segment. The company rep stated he then tried to aspirate form the cap and very little if any fluid aspirated from the cap. The company rep stated a back table prime was done and now the doctor wants to give the patient a single bolus. Surgeon to pick therapeutic bolus amount/dose.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the rep was present during the event. The cause of difficulty aspirating from the catheter access port (cap) was unknown. The issue was resolved, and the patient was doing well. The explanted proximal pump segment was not returned.